Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned for additional evaluation and investigation. When the physician explanted the device, they did not note any malfunction but believed that it could possibly have been occluded. Per the instructions for use of the device, occlusions are known possible risks of use of the device. (B)(4).

Event description:
A pump and catheter explant was reported due to ineffective therapy and lack of pain relief. The patient originally reported to the physician's office that their pump was not helping with their pain. A catheter dye study was performed in which the physician was unable to aspirate csf from the port. The physician believed that there may have been a kink or some sort of catheter blockage. After this, the patient got into a motor vehicle accident and had requested to have the pump and catheter removed. During surgery, the physician stated there was no issue with the pump and the catheter didn't appear to be kinked but was possibly occluded. The pump and catheter were discarded and not returned.